Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis which was manifested by ¿slightly cloudy fluid in drain bag¿. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (2 grams, every fourth day per levels) for the event. Pd therapy was ongoing. The patient was recovered from this peritonitis event (11 days after diagnosis). No additional information is available.